Event description:
It was reported that out of range impedance measurements were observed with the right atrial (ra) lead. A follow-up investigation with the clinician later confirmed that the impedance problems were caused by a lead/device connection issue per the x-ray that was performed. The lead pin was not past the set screw within the device header. High and out of range impedance measurements could not be recreated upon further testing. The ra lead and implantable cardioverter defibrillator (ICD) device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.